Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. The customer tested by fingerstick on the meter and the result was 4.4 inr. Within 7 hours the customer had a lab test and the result was 3.1 inr. The customer has a therapeutic range of 2.5-3.2 inr. The customer's hematocrit is currently 33.5%. Customer does not have antiphospholipid antibodies, no direct thrombin inhibitors, no change to coumadin dose, no diet changes and no bleeding or bruising. The customer was recently on lovenox and had their last injection on (B)(6) 2019. Customer was recently hospitalized due to an elevated inr unrelated to the use of the meter. The customer also recently started taking junel fe. There was no adverse event. The meter and strips were returned for investigation. The returned meter and strips were tested with a quality control. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Relevant retention test strips (lot 266834) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.